Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination revealed no anomalies on the returned portion of lead with the exception of damage consistent with that occurring at the time of the procedure.